Event description:
It was reported that this artificial urinary sphincter (aus) stopped working and the cuff eroded through the urethra. The aus was explanted. Approximately three months later the patient underwent a re-implant procedure. There were no additional patient complications reported.